Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had laparoscopic surgery , there were following recent complications, then a surgery was performed to removed the foreign body, the foreign body appeared to be similar material to the device used in a regional surgery.